Manufacturer narrative:
Customer report of increase gradient could not be confirmed through visual observations. X-ray demonstrated minimal to moderate calcification on all three leaflets and wireform was intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3mm at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3mm at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue caused leaflet 3 to be folded towards the outflow aspect near commissure 1. Host tissue restricted the mobility of leaflet 3 and led to stenosis. Leaflet 3 had a 6mm tear near commissure 3. Serrated markings were observed near the tear on leaflet 3. Functional testing is not feasible due to condition of valve as received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Product evaluation indicated stenosis due to calcification and host tissue overgrowth. Regurgitation was most likely due to folding of the leaflets. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, no patient medical history or medical records have been made available. Therefore, we are unable to determine the root cause for calcification and host tissue overgrowth on this valve. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Device manufacture date should be 03/16/2011.

Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. The valve has not been returned for evaluation. The root cause of this event cannot be determined with the available information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic valve was explanted after five years due to increased gradients across the valve. It was reported that the patient's 5-year follow-up visit was held and the echo showed increased gradients across the valve since the last echo done. It was also reported that the patient was in nyha class iii at 5-year follow-up, a change from nyha class I at the 4-year follow-up visit. The redo-mvr was successful and the patient remains in critical condition.

Manufacturer narrative:
Submitted supplemental to include information received.

Event description:
Edwards received additional information that the device was explanted due to increased gradients across the valve and severe mitral stenosis. The valve explant and replacement was successful and the patient was discharged and was reported to be stable approximately one month after the procedure during a clinical visit.